Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not fully implanted or explanted. The complainant part is not expected to be returned for manufacturer review. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in sweden as follows: it was reported that two (2) 1.5mm titanium cortex screws broke during insertion into the patient's maxilla. Broke parts were left in the patient. The procedure was completed with an alternate screw. A two (2) minute delay was noted. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: two screw heads with broken off threaded shafts were received for investigation; the remaining lengths are approximately 3.5mm. As per available event description, the screws are supposed to be 1.5mm titanium cortex screws self-drilling with part 400.056. As the broken off threaded shafts are missing, the correct article numbers cannot be confirmed. The remaining threads are rounded and damaged; the cruciform drives are intact. Furthermore, one of the screws presents with bone residues in the remaining thread. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy against the valid manufacturing specifications. The lot number was not provided and, therefore, a device history record review is not possible. Visually, there does not appear to be an issue other than the damage sustained by mechanical overloading. Based on the condition of the product, and the available information, a manufacturing conclusion cannot be presented. No manufacturing related issues were identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: most of the broken screw was able to be retained; a small tip of the screw was left in the patient.